Manufacturer narrative:
Investigation included a review of the reported issue and logistical replacement of the charging component. Investigation of this case revealed a suspected malfunction of the charging pad. It was concluded that the event was related to a nonfunctioning charger, with no patient harm and device replacement initiated.

Event description:
It was reported that the charger for an ilet system was not charging despite attempts to reposition the device on the charging pad, and a replacement charger was shipped. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms and no medical intervention.